Event description:
A peritoneal dialysis (pd) patient reported during treatment the cycler alarmed for "air detected in cassette". When inspecting the unit, he found fluid leaking from the cassette area. The patient was advised to contact his pd nurse. He retained samples of the supplies. F/u with the pd nurse indicated that the patient's effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.